Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the left ventricular (lv) lead was noted to be dislodged. The cause of the dislodgement was due to the dimensions of the target vein as the lead could not be fixed properly. The lv lead was explanted and replaced with a non-abbott lead and the patient was in stable condition.